Event description:
Same case as MFR# 2134265-2008-00774. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous left anterior descending (lad) artery. The physician attempted to predilate the lesion with a 2.25x15mm apex monorail balloon catheter; however, it was ruptured at 7atms after being inflated for 15 seconds. The device was successfully removed and replaced with a 2.5x15mm apex monorail balloon catheter. This device ruptured at 10atms after being inflated for 10 seconds and was successfully removed from the pt. The physician thought it was difficult for a balloon catheter to dilate the lesion; therefore, he performed an ablation and then implanted a non bsc stent. It was noted that the physician felt resistance with both apex monorail balloon catheters during introduction. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.